Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the sterilized product was opened during the operation on (B)(6) 2014. Brown liquid leaked out of the package; it possibly leaked out from the hand piece of the product. The surgeon could not use the product due to insufficient sterilization. It is unknown if or how much this caused a delay in the procedure. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As condition of device received; the compact air drive was received in optical fairly used condition. All testing was performed according to chapter pre-repair diagnostic assessment of document and service manual. All tests passed during inspection including the power testing. Visual inspection showed residues of brown/red liquid in the cannulation of the device. Brown liquid leaked out of the package, which leaked out from the hand piece. Therefore, the surgeon could not use the product due to insufficient sterilization. It appears that during reprocessing/sterilization residues of flushing water remained in the cannulation of the compact air drive. This occurred due to handling errors during washing/drying process. No failure could be found with product. Per the repair database the device has never been serviced - the device should be serviced in an authorized service and repair center. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.